Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) ran hardware test application and confirmed that there was no issue with the device. Then, the fse inspected latch and sensor and confirmed no failure also confirmed the customer was able to inventory without any issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 was failed with error. It failed to close but the drawer would not open. Rebooted the station but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.